Event description:
The customer stated they have had problems with the rubella calibration on the axsym analyzer. There had been various codes with the calibrations. An abbott field svc engineer serviced the instrument without resolution. Replacement calibrators and reagents were requested. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.